Manufacturer narrative:
Results: a visual inspection of the returned product found one loop haptic and half of lens optic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the patient's eye. The physician was advancing the lens and the back haptic got caught in the injector. The lens was inserted into the eye and removed with no patient injury. The incision was not enlarged and no suture was required. A backup lens, same model and size was implanted. Cause of the tore haptic was loading error by the technician. No issues with the injection system used. No lot numbers provided.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results - a lens work order search was performed and no similar complaint was found. Conclusions - (user error caused event) the product pertaining to this claim has not been returned for evaluation. Based on the complaint history and work order search, it was determined that the root cause of this event was due to loading error. (B)(4). Product has not been returned.